Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported the 2 places where their wires crossed over their vertebrae itched like crazy. The issue began a little bit over a year ago for the upper wire and the last 3 or 4 months for their lower one. The upper wire had a cyst forming around and the lower one would move around when it itched. Agent redirected patient to their healthcare provider (hcp). Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they didn't use their implant anymore because the implant caused more pain than it fixed. The issue began a couple years ago. Patient would charge the implant in case they needed to have an MRI. The last time patient charged their implant they weren't able to get the implant charged all the way up to 100% and after that they couldn't hook up to their implant. The implant had been overdischarged for almost 3 months. Agent redirected patient to their hcp. Upon further review representative responded and would give the patient a call.

Manufacturer narrative:
Continuation of d10: product ID: 977a275, (serial: unknown); product type: 0200-lead; implant date: (B)(6) 2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.